Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. Fse secured all j10 connectors with tie strap. No parts were replaced. The system was tested and verified as ready for use. The field service manager was contacted and provided the following additional information regarding the investigation results: the issue was potentially caused by strain on the cable or vibrations when transporting the da vinci system between the operating rooms/ facilities. The root cause is attributed to device design. No photo or video were submitted for review. No device was returned. The system logs were reviewed by the technical support engineer (tse) and showed error 23072 which refers to excessive mismatch error between primary and secondary setup joint readings on suj4, z-axis pot. This complaint is considered reportable due to the following conclusion: the customer aborted after the start of the procedure due to a system down failure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate an abortion.

Event description:
It was reported that during a da vinci-assisted ureteral reimplantation surgical procedure, the system displayed an error 23702, pointing to universal surgical manipulator (usm) 4, set-up joint z-axis. Technical support engineer (tse) instructed the customer to exercise usm4 by moving it up/down and all the way around to the other side and power cycle the system with the emergency power off; however, the reported error persisted. The customer went through troubleshooting steps again with no change. Tse informed the customer to de-activate usm 4. The surgeon decided to abort the procedure because using the system with only three arms was not possible for this surgery.